Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/02/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3; it was reported that the devices have barb non-engagement in tissue and surface related defect - suture issues. It was received two empty opened foils, one paper lid and one empty opened winding former for analysis. As no sutures were returned for evaluation, we are unable to investigate further to the issue of ¿the suture did not have "barbs" as per normal and was concerned that the device would not hold properly". The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved for each patient event report: 1 suture each patient. No patient consequence reported for all three patient, surgeon continued to use reported suture to complete case. Product code for all 3 patients: sxpp1b410, lot number: mkq630, event for all 3 patients: surgeon states that the suture did not have barbs as normal and the suture wasn't holding as per normal. Note: events reported via 2210968-2019-81605, 2210968-2019-81606, 2210968-2019-81607.

Event description:
It was reported that the patient underwent caesarian section on an unknown date and barbed suture was used. The surgeon stated that the suture did not have "barbs" as per normal and was concerned that the device would not hold properly. The procedure was completed successfully with the suture. There were no adverse patient consequences reported.